Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported, that the patient with this implantable cardioverter defibrillator (ICD) heard device beeping. And review of device data showed the reason was out-of-range shock impedance. In-clinic follow-up was performed, and the beep alarm was set to 150 ohms. Additional, troubleshooting steps were discussed with technical services, and the patient will follow-up again in three months. No adverse patient effects were reported. This ICD system remains in service.